Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were returned for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400486122. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the facility: it was reported that while the patient was receiving IV medication (kcl) through right tlc ij central line. Upon assessment, port connected to kcl infusion noted to have a backflow of blood in line. The rn assessed the line by attempting to flush at the y-site closest to the patient. Upon nacl flush, fluid/blood leaked out of IV tubing at the circular filter connection proximal to the y-site being flushed. It was immediately noted that the IV tubing was broken at the junction of the circular filter, and y-site (almost as if it snapped in half). No injury reported.